Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained prialt with a concentration of 4 mcg/ml with a dose of 1.9978 mcg/day. It was reported the patient had lost about 100 lbs. The pocket which was located in the left flank was not adequate, so they moved the pump to the patient's abdomen. No patient symptoms were reported. The situation was resolved. After the revision that day, the pump segment of the catheter had been replaced; the new pump segment had 12.5 cm removed for a total length of 61.2 cm. The spinal segment was trimmed an additional 25 cm for a total of 27 cm. The total spinal segment was 59.4 cm. The hcp was not able to aspirate the catheter. The hcp wanted to know how long the patient would be without the drug. 0.134 ml did not contain the drug. The current flow rate was 0.49945 ml/day. The patient would get drug for approximately 6.2 hours, and then would go without drug for 6.4 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.